Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and high thresholds as well as "increasing" impedance and thresholds. The lead was capped and replaced. During the attempted implant of a new rv lead, the lead became kinked while introduction into the patient's body after repeated toggling with the lead to find a suitable placement. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.